Manufacturer narrative:
Other applicable components are: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient .

Event description:
The consumer via a manufacturer representative (rep) reported an out of regulation (oor) error code on the patient programmer (pp). It was stated that the patient had shoulder surgery on (B)(6), with it unknown if electrocautery was used. Stimulation was not turned off, and it was suggested that the implantable neurostimulator (ins) impedances be checked along with voltage and parameter settings. There were no patient symptoms alleged. No further complications are anticipated. The patient's indication for implant is unknown.